Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm(cartridge alarm 29) occurred during the load process. Blood glucose was 164 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.